Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon revised patients' left knee due to the stem breaking off of the femoral component. Update as per sales rep on 9/18/2015: the fluted stem cracked at the portion of the threads where the stem meets the femoral component. It was not a complete break of the stem.

Manufacturer narrative:
An event regarding revision surgery due to fracture of the stem extender involving a duracon stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: not performed as medical records were not provided. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Information such as product return and medical records detailing pre- and post-operative x-rays, the primary and revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that post operative implant fractures are secondary to lack of construct support caused by treatment of gross bony defects with cement or graft materials, bone stock degradation by infection or poor cementation techniques. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patients' left knee due to the stem breaking off of the femoral component. Update as per sales rep on 9/18/2015: the fluted stem cracked at the portion of the threads where the stem meets the femoral component. It was not a complete break of the stem.